Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow and ok button key contacts were observed to be misaligned. The contrast button key contact was inverted. The up arrow, down arrow, and ok button key contacts became inverted with button presses, and did not spring back as expected. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The patient reported that the down arrow and ok keypad buttons have been intermittently unresponsive and are sticking when pressed for the past 2-3 weeks. She denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that she wears the pump on her waist with a clip.